Event description:
Brush head came off and was at back of throat [device breakage] no adverse event. Case description: date of event: (B)(6) 2014. A female consumer reported that on (B)(6) 2014 while brushing with an oral-b rechargeable toothbrush, version unk the oral-b brush head, version unk came off and was sitting at the back of her throat. She had been using the brush head since (B)(6) 2014. The toothbrush had not been dropped as far as she knew. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product was not provided by the reporter. On (B)(4) 2015, unable to proceed with lot check as the lot number provided by the reporter is invalid. Full product evaluation will occur upon receipt of the returned product.